Event description:
The customer contacted olympus to report the video system center presented no image; there was nothing but static when connected. The issue occurred while preparing for an unspecified diagnostic procedure. There was no report of patient injury.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of no image. The video socket connecter had a broken locker and it couldn't secure the scope video cable. Additionally, the unit's bottom chassis needed to be replaced due to poor appearance and a software update was recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the video socket connector having a broken locker. Olympus will continue to monitor field performance for this device.